Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had to increase their stimulation a little more because it wasn't working. Patient stated that they were still leaking a lot and when they changed it to 0.7 it settled down just a little bit but the sensation of needing to go to the restroom just increased and they couldn't hold it. Reviewed therapy information and general programming guidance. Patient mentioned they had already increased stimulation intensity earlier today. They would maintain stimulation level and would continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists. Additional information was received from the patient on (B)(6) 2025 the reason for call was patient reported they had to increase their stimulation a little more because it wasn't working. Patient mentioned that they increased the stimulation to 1.0 but they are leaking in their sleep. Patient said they used to go to bed with a dry pad and now they are waking up with it not dry, it's soaked and they are not feeling it. Patient also mentioned they have a pessary and think that is interfering with the therapy. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.